Manufacturer narrative:
The insulin pump received with broken reservoir tube lip noted.

Event description:
It was reported that the insulin pump had damage. Customer's blood glucose level was 7.3 mmol/l at the incident. Customer stated the insulin pump had wear and tear at the reservoir. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.